Event description:
According to the reporter, the device had been left outside in the rain and it would not power up after brought inside.

Manufacturer narrative:
When physio-control first evaluated the device, it would not power up. Physio wiped up most of the moisture from the device and then warmed it overnight to dry. The device was then evaluated and proper operation was observed through functional and performance testing. The device was returned to the customer for use.